Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter is defective/ damaged. The following information was provided by the initial reporter: it is verified that the plastic catheter with malformations in in bad condition.

Manufacturer narrative:
Email address exceeds character limit: (B)(6). A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 29-aug-2022. H6: investigation summary; bd received an unsealed 20 gauge insyte autoguard unit from lot 1322381 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the needle had been retracted inside of the needle grip. It was also observed that the packaging had been opened incorrectly. Next, as the initial report was for malformations to the plastic catheter the catheter was inspected under a microscope to determine if there were any issues that could not be identified with the naked eye. During microscopic inspection, the engineer could not determine any malformations or damage to the returned catheter. Therefore, based off the visual and microscopic inspection the engineer was unable to verify the reported defect. Since no defects to the catheter could be identified a definitive root cause could not be determined. The engineer also noted that the way that the packaging was opened could cause damage to the device or cause the needle cover to come off prematurely. H3 other text : see h10.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter is defective/ damaged. The following information was provided by the initial reporter: it is verified that the plastic catheter with malformations in in bad condition.